Event description:
It was reported that the patient underwent an implant of a intraocular lens (iol) which was stated to have been explanted in the same procedure due to a crack after implantation. An incision enlargement was performed during explant. The iol was reportedly cut up and discarded and is not available to be returned for evaluation. No additional information was provided.

Manufacturer narrative:
All manufacturing records were reviewed and the results showed a pass condition. The documentation shows that the p/o was manufactured according to specifications. Haze inspection performed to the soft acrylic buttons shows all result within specifications. No deviations were reported. The manufacturing record and related documents shows that the production order was manufactured according to specifications (B)(4). Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens (iol) was received cut in two halves. The sample was inspected in microscope at 10x magnification. Visual inspection revealed contaminated surface residuals compatible with implantation process residues (dry lubricant solution, blood, and stains) on the lens surface. When the two halves of the lens were placed together, a crack was observed close to the border of the lens. Also, some scratches near the borders where lens was cut were identified. The health care provider provided a dvd of the surgery for evaluation. The video was evaluated to verify the customer claim. The surgeon grabbed the iol by trailing haptic and then by the optic zone using a tweezers. When placing the iol inside the cartridge, the surgeon did not apply viscoelastic lubricant to the loading zone of the 1mtec30 cartridge. Deformed tip defect was observed on the cartridge after passing the iol through the cartridge tip. While the iol unfolds in the eye, a depression mark that looks like a crack defect was observed on the iol near the optic zone. The surgeon tried to center the lens in the eye but after a while he started to cut the lens in two pieces using sharp tools in order to explant the lens. Functional test was performed using new 1mtec30 samples and same model of iol (zcb00) in order to replicate the cartridge and iol condition. Simulation was made with several variables such as different amount of viscoelastic application on the loading zone of the 1mtec30. During the use of small amount of viscoelastic the cartridge tip was deformed when advancing the plunger into the cartridge in a fast way (as was observed in the dvd obtained from the customer). Also, the lens used (zcb00) on the simulation was observed with a small crack defect in the periphery of the optic zone, similar to the complaint lens returned. Analysis: based on the initial report, the defect to this intraocular lens (iol) was not found prior to use and a possible consequence is handling, loading, and insertion errors.

Manufacturer narrative:
Corrected data - (B)(6) 2012. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Correction to initial report: (B)(4) 2012. Placeholder.